Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise and high out-of-range (oor) pacing lead impedance measurement. The local boston scientific field representative reported that the noise seemed to mimic noise that would typically be seen with this advisory. Attempts to obtain additional information were unsuccessful. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this lead exhibited undersensing. Insulation break near the terminal end of this lead was noted. This lead was surgically abaondoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
--